Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to the patient been unable to use her battery despite cycle charging. Explanted device will not return, and electrocautery was not used.